Event description:
It was reported that the user experienced an urgent low glucose event while using the ilet system, with the cause of hypoglycemia unclear, and troubleshooting and education completed. Symptoms included hypoglycemia. Outcomes included a clinically significant low glucose episode requiring urgent attention. Investigation included review of available case information and user-reported details. Investigation of this case revealed no confirmed device malfunction and no identified device component issue. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.